Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. A foreign object adheres to the forceps base and the area around the forceps base. The foreign material was unable to be identified, but it likely a product of corrosion. Due to physical stress from hitting the tip of the scope or dropping the tip, chemical stress from the chemicals used, etc., the adhesive around the light guide lens was peeled off, causing moisture to enter and corrode the light guide lens. The event can be detected/prevented by following the instructions for use which state the following: "if the cleaning, disinfection, and sterilization of the endoscope is insufficient, there is a risk of infection to the patient and the operator who performs the following procedure using the endoscope." "All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Foreign material was found in the forceps elevator and the light guide (lg) lens was dirty. It was also found that the grip had a scratch, the suction cylinder had discoloration, switch button one and the switch box both had scratches, and the right/left knob had a scratch. Due to a cut on the heat shrinking tube of the lock engagement lever, expected insulation could not be obtained. Additionally, the light guide (lg) cover glass, scope connector and scope connector cover all had scratches, the electrical connector had discoloration, illumination was uneven due to dirt on the lg lens; the plastic distal end cover had a dent, the connecting tube had a scratch, adhesive around the objective lens had discoloration and there was corrosion around the forceps elevator. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that there was a light issue when using the evis exera ii duodenovideoscope. There was no patient harm associated with this event. The device was returned and evaluated, and foreign material was found in the forceps elevator and the light guide (lg) lens was dirty. This MDR is being submitted to capture the reportable malfunctions found during the device evaluation.